Event description:
It was reported that during a da vinci-assisted surgical procedure, the left eye image was blank at one of the consoles and the surgeon moved to the other console to complete the procedure. Technical support then guided the staff member through performing a hard power cycle of the console, but the issue persisted after this troubleshooting step. The procedure was completed with no reported injury.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the viewer to resolve the issue. System was tested and verified as ready for use. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
This unit was returned for failure analysis due to a reported issue that the left eye was blank on the viewer. The reported issue was replicated on site. Troubleshooting was performed and the issue was isolated to the viewer. The viewer was replaced to address the reported issue. The logs was checked and nothing was found related to the reported issue. A visual inspection of the viewer found no problems related to the reported issue. The viewer was installed on an internal system and the left eye was again blank, replicating the reported issue. The root cause has not been determined at this time.

Event description:
Refer to h11 for follow-up information.